Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator that exhibited myopotential oversensing. Programming changes were suggested but it was unknown if they were made at the time. Patient would be further monitored. The patient was stable.